Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred with multiple cartridges during the load process. There was no patient involvement, as the issue occurred during set up of the pump, and was not being used on the customer at the time of the reported event. Reportedly, the customer was on an alternate pump for insulin therapy.